Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications with known ac adapter. The battery fluid crust was observed in the battery compartment and corrosion due to the battery fluid was observed on the circuit board. Internally, no signs of foreign substance, burning, melting or charring were observed. Upon investigation, it was found that batteries were installed backwards in the battery compartment. Additional testing confirmed that batteries may leak when the batteries are placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda parentcare on (B)(6) 2017 to troubleshoot her purely yours breast pump. She explained the pump does not power on using the ac adapter. She was instructed to install 6 aa batteries in the battery compartment of the pump base and try powering on her pump with this source. Customer turned the pump on, heard a pop then strange sizzling sounds inside the pump base. She began pumping then noticed leaking clear foamy liquid coming from the pump base. The fluid stayed confined within the battery compartment therefore no property damage, injury or burn occurred.